Manufacturer narrative:
Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.1mm vicmo12.1 implantable collamer lens, -11.00 diopter, and the lens tore/broke during injection into the eye. There was no report of any patient injury.

Manufacturer narrative:
(B)(4).